Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately two years post initial right tka, surgeon preformed a poly swap of a (B)(6) y/o male patient due to instability. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The product is not available for return.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) as reported, approximately two years post initial right tka, surgeon preformed a poly swap of a 53 y/o male patient due to instability. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The product is not available for return. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.